Manufacturer narrative:
The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The surgeon noted a small burn area (1 cm x 6 mm) on the outside skin area while he was cauterizing the left breast area during a breast augmentation procedure. When he noted this, he was very carful with technique and positioning of pencil on 2nd breast. Again he noted a second similar burn. They were very small areas and the surgeon simply snipped the areas and sutured around it with no ill effects to the pt or to the cosmetic appearance of the incision. The surgeon believes there was a problem with the electrode not being properly insulated. The dr reported he was no sparking/arcing occurring. The generator was set at 35 cut and 35 coag.